Manufacturer narrative:
(B)(4). The customer returned a used ars and introducer needle for evaluation. A visual inspection was performed and no issues were identified. A vacuum leak test was performed on the ars per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it snapped back to its original position. The ars passes the test if the plunger returns to its original position, therefore, the sample passed the functional inspection. The ars and introducer needle were used to draw water out of a lab measuring cup. No issues were identified. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this item warns not to aspirate the syringe with the spring-wire guide in place as this will cause the introduction of air into the syringe. The IFU also cautions that to minimize the risk of leakage of blood from the syringe cap, do not reinfuse blood with the spring-wire guide in place. The customer reported issue of the ars leaking could not be confirmed during the sample investigation. Visual and functional inspections were performed and no issues were identified. A device history record review was performed and no relevant findings were identified. As no problem was found with the returned sample no further action will be taken.

Event description:
The customer alleges the ars (syringe) leaked.

Manufacturer narrative:
(B)(4) . Preliminary evaluation of the returned device sample indicates that the device was used.

Event description:
The customer alleges the ars (syringe) leaked.